Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I tsh results generated for a patient sample. The following data was provided: on (B)(6) 2025, sid: (B)(6) initial result = <0.008 miu/l, repeat result on another alinity instrument (B)(6) = 3.490 miu/l. No impact to patient management was reported.

Event description:
The customer observed falsely decreased alinity I tsh results generated for a patient sample. The following data was provided: (B)(6) 2025 sid (B)(6) initial result = <0.008 miu/l, repeat result on another alinity instrument (B)(6) = 3.490 miu/l. No impact to patient management was reported.

Manufacturer narrative:
The module was inspected and the alnty ci snsr bsl was replaced, resolving the issue. No additional discrepant result issues have been reported since the part was replaced. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I-series processing module did not identify an increase in complaint activity. A review of tracking and trending for the alnty ci snsr bsl did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I-series processing module for serial (B)(6) or the alnty ci snsr bsl were identified.